Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test. Analysis found the battery drawer was sticky and the battery contacts were contaminated. It was noted the upper case was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the set on "demand" of the device emits pulses even if not requested. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.